Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failed alarm occurred. According to the report, the unit was powered on then an unknown alarm occurred continuously, then the unit could not stop operating. It was reported there was no patient involvement at the time the issue was discovered. The sales representative arrived at the hospital and performed operation checking. The reported alarm was confirmed, and the sales representative found an unstable action when the unit started up then determined that the unit malfunctioned. The investigation is ongoing.

Manufacturer narrative:
Initial reporter information: (B)(6).

Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the serial number input (B)(6) was wrong and (B)(6) was the correct one. The issue was reported accordingly under the correct serial number through MDR # 2031642-2022-02679. Therefore, this record is a duplicate and no longer meets reportability requirements. Repair and reporting activities will be documented and performed under MDR # 2031642-2022-02679. Contact office information has also been corrected.